Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the renal artery. The 4.0x12mm rx herculink elite stent delivery system (sds) was advanced to the target lesion; however during deployment it was noted the stent was not on the balloon. The sds was removed and the dislodged stent was located in the guiding catheter; therefore the guiding catheter was simply removed. Another herculink elite stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.